Event description:
The hospital through dr. (B)(6) reported to stryker via (B)(6) that the distal femoral cutting assy cut of 10 mm instead of 8 mm. She also reported that they measured the distances between the guide and the cutting block and found that was 10 mm.

Manufacturer narrative:
The following other knee devices were also listed in this report: mis distal resection guide lt, cat # 6541-5-721, lot # unk. Mis distal resection guide rt, cat # 6541-5-722, lot # unk. Mis femoral alignment guide, cat # 6541-5-629, lot # unk. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. An evaluation of the devices cannot be performed as the instruments are still in use at the hospital and were not returned to the MFR. Return of devices and additional info was requested. Should devices or additional info become available, the evaluation summary will be submitted in a supplemental report.